Event description:
It has been reported to philips that the flexvsion display would not power on. The issue was found outside of clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no display in flex vision monitor. Review of system log files showed voltage error on output. Fse confirmed that there no power from pdu. Fse replaced the fuse. After replacement system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.